Event description:
A customer reported an issue where their pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed that the customer would use multiple daily injections (mdi) as a backup therapy. The customer was aware of how to put the pump into storage mode and agreed to return the problematic pump using the provided pre-paid label.